Manufacturer narrative:
Device has not been returned for evaluation.

Event description:
They show wrong pressure values, 12 mmhg instead of 45 mmhg. Only the two transducers of the st have been available for return. No patient injuries reported.